Manufacturer narrative:
It was reported by the user that on (B)(6) 2024, the ventilator did not alarm between 11:30 am to 2:30 pm. The user stated that when they disconnected the patient circuit at the y- piece, there was no alarm, audio or visual, for over 35 seconds. Additional information that was received stated that the patient was ventilated in volume control mode when the staff noticed this before a transport. The staff claims that the patient was a critical and complicated case and was anesthetized with isoflurane. The ventilator involved in the event was investigated by our distributor after the event, on the same day. All trends and logs were downloaded and a test on the ventilator was performed that showed no technical problem with the ventilator. All trends and logs were sent for evaluation. Tests have been performed on a servo-u device using the same ventilator settings as during the event. It has not been possible to reproduce what the customer has experienced using the same ventilator settings. Alarms are generated according to design. Our conclusion, based on the received information, evaluation of the logs and simulate use testing, is that there was no device malfunction at the time of the reported event. The device generates the expected alarms according to design when preconditions for the alarms has been fulfilled.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
H3 other text : 4119.

Event description:
It was reported that the ventilator had an issue with activating alarm indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).